Manufacturer narrative:
: Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
The regulatory authorities reported that a surgeon reported that during an intraocular lens (iol) implant surgery, the iol insertion was incomplete. The injector plunger was withdrawn and was found that the iol haptic was imbedded in the tip of the cartridge, which was perforated. To release the iol, they had to cut the tip with scissors to release the haptic. Due to the event, the patient had a corneal ulceration at the iol entry point. Additional information was received from the surgeon who reported that they didn't remember the event. Additional information has been requested to the facility. This is one of two vigilance reports associated being filed for this event under the same alcon reference number. This report is for the cartridge product.